Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) was consulted and discussed that due to the intermittently jumpy measurements this lead exhibited, it appears this may be a spring contact issue. Reprogramming options and therapy optimization were discussed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. Boston scientific technical services (ts) was consulted and discussed that due to the intermittently jumpy measurements this lead exhibited, it appears this may be a spring contact issue. Reprogramming options and therapy optimization were discussed. Further information was received that tachy therapy was deactivated to provide comfort for this patient. No additional adverse patient effects were reported. At this time, this lead remains in service.